Event description:
It was reported that the patient with this artificial urinary sphincter (aus) noticed a change in functionality of the device after using. The patient stated that he has been experiencing burning in his penis and has spoken to the doctors and they are sending him for a urine culture to infection. The device is still implanted. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) noticed a change in functionality of the device after using. The patient stated that he has been experiencing burning in his penis and has spoken to the doctors and they are sending him for a urine culture to infection. The device is still implanted. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for the balloon is (B)(4).